Event description:
Pt donated 903 ml of plasma as source plasma. During the donation, the donor complained of feeling ill, was vomiting the medical supervisor called paramedics, who administered saline. The donor told the paramedics that they were taking blood pressure medications, was hypoglycemic, and was allergic to iodine. The donor was transported to a hosp, where they later died. The device used to collect the donation was examined and found to be functioning correctly. There is no info to suggest the device caused or contributed to the death of a donor.